Event description:
It was reported that the cartridge was damaged at the cartridge tubing resulting in an elevated blood glucose level displayed as ¿high¿; however, a specific value was not provided. Reportedly the customer had dropped the pump and had inadvertently kicked the device causing the pigtail tubing to break from the cartridge. Customer changed the cartridge to address bg and resolve the issue, customer resumed insulin therapy.